Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Further inspection of the device by the service department of olympus medical systems india private limited on (B)(6) 2020 confirmed that the endoscopic image was frozen due to the defect of the circuit board. This event was also MDR reportable malfunction. It was also found loose receptacle unit and damaged front panel. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result, omsc assumed that the endoscopic image abnormality was caused by the defect of the circuit board. The defect of the circuit board may have been caused by the deterioration of parts due to long-term use. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the receptacle unit was damaged. Then, olympus inspected the device at the service department of olympus medical systems (B)(4) private limited and found endoscopic image on the display was intermittent and it was hard to see. The device was a loner asset of olympus. There was no report of patient injury associated with this event.